Event description:
The customer's mother reported that her daughter "had to be hospitalized and almost died" due to an adverse skin condition. She experienced either angioedema (a swelling beneath the skin) or urticaria (raised welts on the surface of the skin) - the specific condition experienced was not identified (the mother "did not want to give more information"). Her daughter was using the pod as part of a clinical trial at the time of the incident, though her mother stated that she "does not think the product caused the issue." No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation. We are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin condition. It is known and understood by the manufacturer that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. The customer's mother was reluctant to provide information about the event - it is unknown what the hospital's diagnosis of her daughter's skin condition was. However, the mother did state that she "does not think the product (pod) caused the issue." The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following information: always wash hands and use aseptic technique before applying a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Twice per month, insulet performs a review of customer complaint data; the occurrence rate of reported infections at the infusion site is (and has historically been) significantly below the level at which an internal corrective action would be required (per insulet's internal corrective and preventive action procedures). However, insulet has initiated action to determine if marketing can improve education and training related to this topic. Note: a review of lot qualification records could not be performed as the lot number was not provided.